Event description:
As reported by an edwards lifesciences affiliate in switzerland, regarding an implant of 26mm sapien 3 ultra valve in aortic position by transfemoral approach within a pre-existing non-edwards thv device. During the procedure, no abnormalities observed during the inspection of the devices. The 14f esheath plus was introduced in a correct angle and the loader was able to be fully inserted. During introducing the 26mm commander delivery system and 26mm sapien 3 valve into the 14f esheath plus, the valve became stuck at the transition between the expandable and non-expandable part. The system had to be removed as a single unit, keeping the wire inside, but with no difficulties. After the removal, the sheath was kinked with no major damages. A new sheath and delivery system were used in replacement and the procedure was completed. The patient did not suffer major complications and was noted as to be discharged. During the preliminary evaluation of the returned device, it was found that the distal tip of the esheath plus was split. No kinks observed in the esheath plus. As per medical opinion, the root cause of the event was probably a kinking at the transition due to the scar and fibrosis.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The sheath shaft resistance event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined and the following was observed liner partially expanded and tip unopened, no visible kink observed on the sheath shaft, and soft tip damage and distal tip split. Function testing was performed on the returned devices. The associated commander delivery system was advanced through the sheath and the sheath expanded and the tip opened, as designed. As the associated delivery system was able to be fully advanced through the sheath with no issues, dimensional testing including measuring the delivery system flex tip outer diameter (od) was not necessary to be performed. The sheath shaft reported resistance issues and distal tip split were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the technical summary for sheath shaft resistance, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary written by edwards lifesciences. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following factors were identified as the applicable root cause(s) for encountering increased resistance: tortuous vessels can create sub optimal angles that can lead to non axial alignment in the advancement of the delivery system. As per customer information there was presence of moderate to severe degree of tortuosity at the patient access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. As per customer information there was presence of moderate calcification at the patient access vessel. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. Per device evaluation, the sheath distal tip is split. As per customer information there was presence of moderate calcification at the patient access vessel. Sharp calcified nodules could create small tears or weaken the sheath distal tip, making it more susceptible to split. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.